Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The atrial capture management method is atrial chamber reset and the abort reason is atrial chamber reset sinus stability. (B)(4).

Event description:
It was reported that the atrial capture management was not running for the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.